Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm drain 2 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power off and on to get to press go to start. The tsr assisted the hp to remove the cassette at 'load the set'. The tsr advised the hp to dispose of the current supplies and either continue with manual supplies or start with all new supplies. There was patient involvement; however, there was no injury or medical intervention reported.